Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation after rotablator was performed, however, the balloon ruptured. The procedure was completed with different device. There were no complications reported post-procedure.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation after rotablator was performed, however, the balloon ruptured. The procedure was completed with different device. There were no complications reported post-procedure. It was further reported that both 3.00mm x 12mm and 2.00mm x 8mm nc emerge balloon catheters were used on the same patient with the same procedure.